Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer, however, this product falls within the scope of a recall. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to a manufacturing and sterilization issue. Restarting the manual power wash station was identified as the source of the increased levels of bacterial endotoxin in the cleaning environment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products- vanguard ps open intl fem-lt 67.5, catalog # 183130, lot # j3844417; polished finned tib tray 75mm, catalog # 141254, lot # 2016090415.

Manufacturer narrative:
(B)(6). (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient a revision procedure approximately one month post-implantation due to allegations of infection, elevated endotoxin levels, pain and stiffness. No additional patient consequences were reported.